Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode. The event was treated with a glucagon injection/inhaler, and another person assisted the user during treatment; there was no report of loss of consciousness. No outside medical intervention was required.